Event description:
It was reported that following an afib procedure, it was determined that there was a perforation. The person reporting the complaint stated that this was a difficult transeptal procedure and the perforation manifested after the case was concluded. There was a drop in the patient's blood pressure during the procedure and ice was used to check for a perforation and none was noted at the time. Once the perforation was found a tap was attempted. The patient was taken to the operating room and a pericardial window was put in. There were no error messages or malfunctions noted on the bwi equipment.

Manufacturer narrative:
Concomitant bwi products used during the procedure: carto 3 system; model #: m-4800-01, serial #: (B)(4). Cool flow irrigation pump; model #: m-5491-02, serial #: (B)(4). Stockert rf generator; model #:m-5463-01, serial #: (B)(4). Webster 20 pole catheter (device was discarded by the customer/ not returned for investigation); model #: d-1171-35-s, lot #.: unknown. Lasso sas catheter (device was discarded by the customer/ not returned for investigation); model #: d-1312-09-s, lot #.: unknown. (B)(4).